Event description:
On (B)(6) 2011, the patient presented to the clinic with low r-wave and impedances. T-wave oversensing was also observed. On (B)(6) 2011, x-ray at that time showed the lead had lost some of its slack and it appeared that the ICD had drifted down. On (B)(6) 2011, the patient underwent a lead revision procedure. The physician noted that the suture sleeve on the lead was improperly sutured. Physician opted to cap the sense/pace portion of the lead. The defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.